Manufacturer narrative:
This part is not approved for use in the united states; however a like device 510k #k172199 and upn no. (B)(4) was cleared in the united states. Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from healthcare professional via manufacturing representative regarding an event happened during intra-op for a patient with a diagnosis of l4/s lumbar canal stenosis. It was reported that the during intra-op, the cage broken during insertion into l4 / l5 intervertebral space. It was mentioned as, about the front half of the cage part that was broken between intervertebral space. It was mentioned that, it was confirmed in the image and the broken piece of cage was completely removed using a hospital-owned punch. It was happened while performing the procedure of l4/s tlif. It was mentioned that a new implant of the same size was opened and inserted without any problem. It was confirmed that there were no fragments of broken cage left inside the patient. There was no additional treatment or surgery performed as a result of this event. There was a delay of less than 60 minutes occurred as a result of this event. The status of product remained as ¿explanted ¿ complete¿. There was no health damage in patient was reported as a result of this event. There were no further complications to patient or physician were reported or anticipated.

Manufacturer narrative:
H3: product analysis of product: 9393008int ; lot# 60gs analysis summary: macroscopic examination confirms the implant is fractured into multiple pieces and broken. Microscopic examination of the fracture identified a brittle fracture with rays indicating the direction of fracture. Microscopic examination identified damage and location of fracture initiation at the inserter interface consistent with bend stress overload during attempted implantation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.